Event description:
It was reported the screen is cracked, won't connect with touch pen (does not detect the activity of the touch pen). The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; display overlay is cracked. Analysis also found the latch tab was broken off of the power cord bay door. Concomitant medical reports: 229047 analyzer. (B)(4).